Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had major bleeding. The patient had black and tarry stool. She also reportedly passed out however did not seek medical attention but continued to get fatigued and more tired. The patient started having dyspnea with minimal exertion. The patient was seen in emergency department (ed) with a reported hemoglobin of 5.0 g/dl. Transfused with an appropriate response to hb (hemoglobin). Patient underwent esophagogastroduodenoscopy (egd) and colonoscopy with no evidence of active bleed. Subsequent video capsule endoscopy (vce) also did not show any active bleeding. Her anticoagulation was resumed with acetylsalicylic acid (asa) and coumadin and she was monitored till international normalized ratio (inr) became therapeutic with no evidence of bleeding or drop in blood counts. Patient was discharged in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a low hemoglobin & hematocrit (h&h) of 4.9 and 16.2. She reported that she had increased fatigue and dyspnea over the last few days as well as a black and tarry bowel movement. Patient was transfused 2 units of packed red blood cells (prbcs) and aspirin was placed on hold. She had an esophagogastroduodenoscopy (egd) on (B)(6) 2020 that was negative for bleeding. Patient was given IV protonix twice per day and was transfused 2 units prbcs on (B)(6) 2020. Colonoscopy was obtained on (B)(6) 2020 that was also negative for bleeding. Diverticulosis was noted. Patient then had a video capsule endoscopy on (B)(6)2020 that was negative for active bleeding. Aspirin and coumadin were resumed and patient was discharged to home on (B)(6) 2020 with an h&h of 9.2 and 29.